Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was unknown. The customer was advised to clear the alarm. The customer stated that she get no delivery alarm. The customer reported via phone call indicating that he had excessive no delivery alarm during manual prime. Customer's blood glucose at time of incident was unknown. Customer was advised to clear the alarm with esc and act. The customer declined to continue troubleshooting and will take pump to trainer.